Event description:
Reportedly, the device was explanted at implant due to regurgitation. During procedure, patient still on or table, the echo revealed a persistent excentric valvular leak. The valve was explanted and replaced by another magna mitral valve. When inspecting the explanted valve, surgeon realized a fold in one of the v. Commissures caused by a stitch. The device will not be returned as it was discarded at hospital. No further information available.

Manufacturer narrative:
This is determined reportable to FDA per edwards lifesciences procedures. Customer letter is required. DHR review has been started. Device not returned.

Event description:
Per the clinic, the patient fell and has not been able to receive benefit from the device since. An integrity test was attempted however, connection to the device was not possible. Explant and reimplantation is planned, but had not taken place at the time of this report february 10, 2010.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. There is no new information available.